Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1, [date of submission 06/09/2011] - device evaluation: the pump was returned and evaluated by product analysis on 05/16/2011 with the following findings: the keypad was found to be peeling. There was evidence of corrosion under the up-arrow, down-arrow and backlight key contacts. Leakage from the keypad was found.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.